Event description:
This senior medical affairs specialist spoke with the reporter/layperson regarding the patient/layperson (reporter's daughter) in 2008. The alleged issue with the patient's one touch ultra meter was reported to customer service on three days before. All results noted are in mg/dl. Products were replaced. The patient self-tests with the reporter often assisting. On that day while vacationing in the dominican republic, the meter prompted error 5. They were unable to resolve the issue with a new vial of test-strips. An error 5 indicates the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The reporter denied having such strip issues. The reporter began basing the patient's humalog on the amount of carbohydrates (carbs); typically it is based upon meter results and carbs. At dinner the same day, the patient felt unwell and was nauseated with no other symptoms. "I made her eat because I gave her insulin." The patient continued to vomit throughout the night. A urine test indicated large ketones. At 7:00a.m. On the next day, the reporter took the patient to the only emergency center, a doctor's office where her blood glucose on the office meter was over 500. The physician did not treat the patient; however, the reporter and patient were transported to obtain a new meter. After returning to the hotel with the new meter, the reporter tested the patient, result "500 something" and contacted a "diabetic hotline" in the us. She was advised to give the patient a snack, 6 units regular humalog, and to monitor frequently while continuing to give insulin until her blood glucose lowered. The patient has fully recovered. The complaint is classified as an adverse event because the reporter alleged the patient had "ketones", was unable to obtain an actionable result with the product, and was treated with insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. Test strip lot numbers, no longer available.